Event description:
Shaver handle would not function intraop. Tried a different shaver box. Still would not work. Had to retrieve new tray to open different shaver. Arthrex shaver hand piece ar-8330h. (21) ebm220242. It has been tagged out and sent to agiliti for repair. Reference report: mw5149279.